Event description:
Pt was revised due to the pin disassociating.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays and/or operative notes were returned for review. It is unclear if the pt was post-op compliant or if the locking of the pin occurred initially. Based on the available info, a definitive root cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.